Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels in the 300s for a few weeks. Reportedly, customer believes that the elevated bg levels may possibly be due to stress from school. Customer administered correction boluses to treat bg levels, and indicated that they are in constant contact with their health care provider.